Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a plif by micro endoscopic discectomy to fuse l3-l4 using interbody device and posterior fixation. During the insertion, the cage came off the inserter after impaction. The dura was injured while the cage disengaged from the inserter. The surgeon corrected its position and managed to implant the cage properly. The dura was sutured by using fibrin glue. No other pt complications were reported.